Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump are sticky and harder to press and also pump died without low battery alert. The customer's blood glucose value was unknown. The customer also reported that the battery life diminished. The insulin pump will not be returned fir analysis.